Event description:
It was reported that during a meniscus repair, the t2 implant of the fast fix deployed prematurely after deploying t1. Both ts removed using tweezers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair, the t2 implant of two (2) fast fix deployed prematurely after deploying t1. Both ts removed using tweezers. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h2: additional information: b5. H3, h6: part of the reported devices has been received for evaluation. A visual evaluation showed two devices were each returned in original packaging with the batch number of the complaint on the label. The t1 and t2 were not returned for either device. One device was returned with a partial suture. Both actuators are in the pre-t2 position. Bio debris is present on both devices. A functional evaluation showed both the actuators will cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include unintended actuation of the device. Based on this investigation, the need for corrective action is not indicated.